Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. It was that the customer had nausea, and the mother believes it was due to a virus. The mother stated that her daughter was sent home and the paramedics were called and took her back to the shop. It was stated that the customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer's most recent glucose reading was 183 mg/dl, and she has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.